Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed. Model number and unique identifier (UDI) #) have been corrected.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare snare was to be used in the transverse colon during a colonoscopy procedure on (B)(6) 2019. According to the complainant, during the procedure, the actual distal tip of the snare was detached from the wire at the sheath. The wire snapped off as the snare was closing and the shield of the snare was stuck in the patient. A jumbo biopsy forcep was used to retrieve the shield of the snare and pulled out via the working channel of the scope. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be normal.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10 mm round cold snare was to be used in the transverse colon during a colonoscopy procedure on (B)(6) 2019. According to the complainant, during the procedure, the actual distal tip of the snare was detached from the wire at the sheath. The wire snapped off as the snare was closing and the shield of the snare was stuck in the patient. A jumbo biopsy forcep was used to retrieve the shield of the snare and pulled out via the working channel of the scope. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be normal.